Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported changing the battery from the insulin pump every eight hours. Troubleshooting was performed. The customer stated that she has been using more insulin due to unexplained high blood glucose. The blood glucose reading at time of call was 155mg/dl. The customer stated that her blood glucose has been high for the past two weeks and has visited the doctor. The customer stated that she changes the infusion set every three days. The programming on the device was correct. Ran a fixed prime test and the insulin exited. The customer was not comfortable with the device and requested a replacement of the insulin pump. No further info was provided.